Event description:
It was reported that the patient was unable to transmit. The device was returned to the manufacturer, analyzed, and tested out of specification in a manner unrelated to the original event. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not power up using the returned power supply. Further analysis found contamination in the housing and on the printed circuit board assembly.